Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported leakage. Manager xxx reports incident with "blood splattering all over the nurse and on her glassess after dicontinuing a blood transfusion." Bd rep response on 05-jan-2025 can you please provide an exact date of event in format mm-dd-yyyy? 12-21-2025 can you please provide the material and lot number associated with reported issue? Mz1000-07. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Blood exposure to nurse- had to go to employee health and get testing done.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.